Event description:
A report was received that the patient lost stimulation soon after implant. The patient underwent an explant of the entire system due to high impendences. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg), model # sc-3400-30, serial # (B)(4), description: 30 cm splitter kit, sc-1110-02, s/n (B)(4), and (B)(4). Device evaluation indicated that the ipg and splitter passed visual, electrical, performance and photographic imaging tests performed. The splitter passed the mechanical test performed. The complaint of high impedance could not be duplicated. The ipg and the splitter exhibited normal device characteristics. (B)(4) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited.